Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were malforming when coming out of the device. Used two devices and the same issue occurred. Completed the case with a third like device with no patient consequence.